Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised that their pharmacist accidentally gave them a different type of insulin. Customer declined to further troubleshoot and knew it was the different insulin used which caused the high blood glucose levels.